Manufacturer narrative:
Medical device expiration date: unknown (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd insyte autoguard bc shielded IV catheter blood leaked from the connection of the catheter and the catheter adopter.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter blood leaked from the connection of the catheter and the catheter adopter.

Manufacturer narrative:
Investigation summary: received one used iag bc 24 g catheter/adapter assembly from catalog number 381012, lot number unknown. Four photos were submitted for review. The review of the dhrs could not be performed as the lot number was not provided. Investigation conclusion: the team observed a cut/slit in the catheter tubing above the adapter nose. Attached the iso standard testing slip luer to the end of the catheter/adapter; air bubbles were observed coming from the area of the cut/slit. The review of the photos revealed the catheter/adapter to be intact and without visible damage. Root cause description: although leakage was observed from the catheter tubing in the area directly above the nose of the adapter where there was a cut to the tubing; because the unit shown in the photos and the received unit were without packaging and used it is not knowing where or how the cut/sit occurred. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.